Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment. However, the stent failed to cross the lesion and the stent buckled. No known patient complications were reported.